Event description:
The surgeon inserted and removed an aa4204vl silicone plate lens within the same surgery, due to the lens not sitting properly in the pt's eye. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated the event was not product related.